Manufacturer narrative:
(B)(4) initial and final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4). No complaint sample was available for evaluation. Consequently, the complaint investigation was not able to evaluate the quality of the product in regards to the reported failure mode. The DHR review did not identify any issues that may have contributed to the reported failure mode. The investigation was not able to identify any probable root causes since no complaint sample was provided for evaluation and no lot information was included in the complaint report. However, the investigation did identify a current design control project whose intent is to improve the mating joint between the pleurx valve assembly and the catheter tubing. However, the investigation was not able to evaluate any positive improvements from this identified project and the reported failure mode due to a lack of detailed evidence from the complaint investigation. No corrective actions were identified since no probable root causes were identified by the complaint investigation. The improvements from the project will be preventive in nature based on the reported failure mode from this complaint and the nature of the improvements being implemented by the project.

Event description:
When dressing change the valve has fallen off. Emergency clamp was used. No patient harm.

Manufacturer narrative:
269365 follow up emdr for additional information. Event date added.